Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer tried multiple times to calibrate the optical sensor. It was noted that there was no a-line waveform present on the console. The customer also reported that the central lumen was completely clotted and unable to aspirate. The customer had the central lumen transduced to the bedside monitor, but there was no waveform there either due to the clotted membrane. The customer then planned to obtain an alternate a-line to transduce to the console. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer tried multiple times to calibrate the optical sensor. It was noted that there was no a-line waveform present on the console. The customer also reported that the central lumen was completely clotted and unable to aspirate. The customer had the central lumen transduced to the bedside monitor, but there was no waveform there either due to the clotted membrane. The customer then planned to obtain an alternate a-line to transduce to the console. There was no patient harm or adverse event reported.